Event description:
It was reported that the patient underwent an anterior lumbar surgical procedure at l4-s1 with the use of competitor hardware (depuy, medical design) and bmp to treat degenerative disc disease at l4-5, l5-s1, l5-s1 spondylolisthesis with spondylosis bilaterally and right sided stenosis with radiculopathy at l5-s1. Approximately 11 months post-op the patient reported of low back and left leg pain due to lumbar radiculopathy. The patient had left side interlaminar epidural steroid injection with epidurogram at l4-5. One year post-op the patient reported having low back and left leg pain due to left l5 and s1 radiculitis status post decompression and fusion. The patient had left side interlaminar epidural steroid injection with epidurogram at l5-s1; 13 months post-op the patient reported having low back pain. The patient had interlaminar epidural steroid injection with fluoroscopic guidance at l4-5; 15 months post-op the patient continues to have low back and leg pain and also has degenerative spondylolisthesis. The patient underwent l4-5 lateral recess decompression, l5-s1 far lateral discectomy decompression to treat left l4-5 lateral recess stenosis, l5-s1 far lateral stenosis and disc herniation. It was reported that 22 months post-op the patient had back pain and underwent an anterior surgical procedure at l5-s1 with repair to left common iliac venotomy. Surgery was also performed for l5-s1 nonunion/failed fusion, recurrent/residual left l4-5 lateral recess stenosis, left far lateral l5-s1 stenosis, disc herniation and loosening of right l5-s1 pedicle screws. The surgeon removed the original bullet cages and replaced with new cages. The pedicle screws were removed and replaced with larger screws. Decompression was redone at l4-5 and l5-s1.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.